Event description:
It was reported that two inappropriate shocks were delivered due to a change in morphology and oversensing of the t-wave involving this device. At this time the device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that two inappropriate shocks were delivered due to a change in morphology and oversensing of the t-wave involving this device. A review of the device data by technical services (ts) provided recommendations and noted that at this time keeping the primary sensing vector and close follow up would be an option for patient management. At this time the device remains implanted. No adverse patient effects were reported.